Event description:
It was reported that due to chronic dislocations, doctor extracted poly, screws, cup, and head. Replaced it with revision cup, mdm liner and metal head.

Manufacturer narrative:
An event regarding dislocation involving a tritanium revision acetabular was reported. The reported event is for a dislocation between the liner and head. There are no allegations against the device reported in this investigation. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that due to chronic dislocations, doctor extracted poly, screws, cup, and head. Replaced it with revision cup, mdm liner and metal head.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.